Event description:
It was reported that during infusion intravenous pump turned off twice by itself within 1.5 hours during infusions. First was a mandatory shut down, second was a door open error while right after the pumped switched to battery while moving patient. There was patient involvement, and no harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.